Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was capped and replaced on (B)(6) 2023. There were no patient consequences.